Event description:
It was reported that va (vertebral artery) balloon angioplasty with stent placement procedure was performed. During the procedure while performing angioplasty when the subject balloon catheter was at desire location in the vasculature, it was found that the balloon was leaked. So, the physician replaced it with another balloon to continue the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/microscopic inspection: there was crystalized contrast media noted within the balloon catheter. No other anomalies were noted during visual inspection. Functional inspection: balloon leaked functional test ¿ pass. The balloon could be inflated without difficulties and there was no leakage noted during the test. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the physician used gateway 3.0 * 9 balloon guidecatheter to dilate, and during this procedure it was found that the balloon leaked. The device was returned for analysis and the balloon was able to be inflated and deflated without difficulty, there were no leaks noted to the inflated balloon. As the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event, an assignable cause of not confirmed will be assigned to the reported balloon leaked during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that va (vertebral artery) balloon angioplasty with stent placement procedure was performed. During the procedure while performing angioplasty when the subject balloon catheter was at desire location in the vasculature, it was found that the balloon was leaked. So, the physician replaced it with another balloon to continue the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.